Event description:
Sleeve leakage on non-pt end of luer adapter resulted in blood exposure to face of health care worker. Confusing details from rep & user facility caused delay in medwatch reporting.